Manufacturer narrative:
Methods: per the quality engineering risk assessment, no further action is warranted.

Manufacturer narrative:
(B)(6). The event is currently under investigation.

Event description:
It was reported that the advance14 lp low profile balloon catheter was inflated with 8 atm in the patient's body, when it ruptured. Another device was used to complete the procedure. No adverse effect to the patient reported.

Manufacturer narrative:
Evaluation: a review of the complaint history, device history record, documentation, drawings, instructions for use (IFU), quality control and specifications was conducted. The device was not returned to assist with the investigation. There was no information regarding patient's anatomical features (ie. Calcifications, tortuosities) that may have contributed to the balloon rupture. As reported, the balloon was inflated with 8atm when it ruptured. Nominal pressure for this device is 8atm and the burst rate is 16atm. Per the IFU, use of a pressure gauge is recommended to monitor inflation pressures. There is no information regarding the method of inflation or method of monitoring the inflation. This device is verified at the rated burst pressure and the inflation pressure parameters are indicated in the compliance card insert. The compliance card is packaged and verified at 100% level. The IFU included with the device contains instructions on inflation of the device. There is no evidence the device ruptured radially. The balloon is designed to burst longitudinally (linearly) which minimizes the risk of balloon and/or catheter separation upon device withdrawal. There is no evidence the device separated. There is no evidence that any part of the device separated or was left in the patient. The customer stated another device was used to complete the procedure and the patient experienced no adverse effects. The device is inspected for any non-conformance prior to packaging. There is no evidence to suggest the product was not manufactured to current specifications. There is no evidence to suggest all items in the lot or similar devices in the field are nonconforming or defective. There is no evidence the device was damaged at the time of opening. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. Based upon the information provided and the characteristics displayed, it is plausible to suggest that this incident was technique related or human anatomy related. We will continue to monitor for similar events.